Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded out of range right ventricular (rv) lead impedances of greater than 2,000 ohms. Boston scientific technical services (ts) discussed considering performing isometrics and pocket manipulation and record the impedance values during testing to see if out of range measurements were obtained. It was reported that the presenting electrogram (egm) revealed no episodes of noise. There were no other clinical observations and the patient will continue to be monitored via latitude. Additional information was provided that the patient was brought into the office and a slight amount of noise was able to be produced on the shock channel only when the patient was raising their arm. Ts discussed additional troubleshooting options. It was reported that a chest x-ray was performed, which did not reveal anything unusual. A lead revision was later performed. During the procedure, the physician noted that the pace/sense portion of the rv lead was not completely through the header. This was resolved during the procedure without further noted issue. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not confirm the reported clinical observations.

Event description:
Additional information was received that the device was later explanted and replaced for unrelated reasons five years later.